Manufacturer narrative:
No additional details of the event are known yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not known at this time. The user¿s complaint was confirmed. Upon inspection was found that the device yielded a dark image. This was due to damaged scope socket alignment pins causing the socket and light path to be misaligned and obstructed. In addition, the lamp light output is out of specifications. The worn out socket air joint is leaking air pressure. Device is equipped with new type igniter and iris cable, and housing is in normal condition. In conclusion, the cause for the damage to scope socket alignment pins could not be determined.

Event description:
As reported for this event, during procedure when the doctor was taking pictures, the device yielded a dark picture. No reported adverse impact to the patient.